Event description:
The distributor reported that the 131309a device had an insufficient heatseal found during incoming inspection. No patient involvement occurred. The shipment associated with the rga for this device has not yet been returned for evaluation and it has not been confirmed that an insufficient heatseal causing a sterility breach has occurred. Based on the information available, and the decision tree results, this complaint does not meet the definition of a reportable event. Upon the receipt of the device, an evaluation will be conducted and if a breach of sterility is confirmed the reporting decision will be reassessed at that time. Update: 19feb2025 - the device has been returned and an evaluation has been completed. An insufficient heatseal was discovered after testing. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿insufficient heatseal & pouch or blister pack¿ was confirmed. Received 1 of item 131309a in unopened original packaging. Performed a visual inspection of the device, there were no obvious signs of a breach. Performed a functional inspection, the device was dye leak tested which indicated that the packaging had insufficient heat seal on the package as there was leakage. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be the package was improperly sealed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that sterility guaranteed unless package has been opened, broken, or damaged. Inspect and test each device before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.